Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, foreign matter was found.this galaxy sled was selected; however, during unpacking a dirt mark was found on the sled. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, foreign matter was found. This galaxy sled was selected; however, during unpacking a dirt mark was found on the sled. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned pullback sled appears normal and no damage was observed. No marks or dirt were observed on the pullback sled during visual inspection. During functional testing using a test catheter, the sled works properly and was able to properly pullback. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).